Event description:
It was reported that syringe 5ml ll syringe only mx bun had foreign matter and blurred scale markings. Foreign matter and scale marking issues occurred on 3 occasions before use. The following information was provided by the initial reporter: primary packaging is detected with missing syringes(empty package), with the presence of foreign particles and blurred printing.

Manufacturer narrative:
H.6. Investigation summary samples and photos received for investigation. One sample observed with scale printing defect, one with foreign matter, and ten samples that appeared sealed and empty. The foreign matter was evaluated further, loose foreign matter was detected in the fluid path. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for package empty is sensor failure. For scale marking issue, the damage on the graduation scale caused by the rails of the transfer disk of the finished syringe prior to its packaging because it has small protruding edges that damage the marking. For foreign matter, cleaning of barrel and plunger transfer discs is not performed properly. Corrective action for package empty, when the vision camera detects an empty cavity, the start button starts blinking in a yellow color, not allowing the equipment to continue working until the missing product is placed in the cavity. For foreign matter instruct operating personnel how cleaning should be performed by reinforcing critical points. For scale marking issue, perform maintenance on the finished syringe disk rail and include this action in the semi-annual maintenance plan to avoid new defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll syringe only mx bun had foreign matter and blurred scale markings. Foreign matter and scale marking issues occurred on 3 occasions before use. The following information was provided by the initial reporter: primary packaging is detected with missing syringes (empty package), with the presence of foreign particles and blurred printing.